Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 400 mg/dl. The customer explained that her blood glucose levels were high due to stress. The customer stated that she previously had high blood glucose levels of 600 mg/dl. The customer's belt clip was also broken. Advised that a replacement belt clip would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.